Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, product type: screening device. Product ID: 309201, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient said that yesterday their chords were yanked out and because of this the machine was causing them a lot of pain in the wrong areas. They spoke with their doctor and was advised to turn off the machine.